Event description:
It was reported to boston scientific corp that an autotome rx sphincterotome was used during an endoscopic sphincterotomy. According to the complainant, the bsc autotome was used with an erbe icc 200 generator. During the procedure using 120 watts power, a spark discharge occurred. The physician observed under endoscopic image that the cutting wire had broken off. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).